Event description:
The facility representative reported a colleague infusion pump with a failure code 814:02 on channel b. The event was reported to have occurred during biomed testing in biomed service. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. Upon product evaluation, quality engineering determined failure code 814:04 which occurred upon power up to be the determined condition. This condition had the potential to interrupt delivery. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with failure code 814:02 was not confirmed; however quality engineering identified 814:04 to be the determined condition during product evaluation in the pump's event history. This condition was caused by a disconnected air in line printed circuit board (ail pcb). The ail pcb was reseated to correct the reported condition. Additional information: the root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition; however during previous service all pump head modules were replaced.